Manufacturer narrative:
(B)(4). Connecting the patient line to the transfer set prior to priming is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during drain five of six of peritoneal dialysis therapy. During troubleshooting it was noted that the patient was unsure if the patient line was properly primed before connecting. The hp stated they cycled power before contacting baxter. The hp stated the hc then displayed press go to start. The hp remained connected during self-test and prime, and the hc was then displaying initial drain. The technical service representative (tsr) had the hp press stop. The tsr advised the hp therapy would have to be ended. The tsr assisted the patient with ending therapy and reviewed proper procedures as per user manual. The patient would use manual supplies to finish therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.